Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clam function testing were performed with no issues noted. The reported condition of separation between the main body and twist clamp was not verified. The cause of the separation between the female connector and main body was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the main body and twist clamp of the minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.